Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# (B)(4) pcu keypad traces.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Event description:
It was reported, that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
Imdrf annex a & g grid. H6: fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted ,that they replaced keypad. As found 9.33 sw, as left version 9.33. Replaced battery. A review of the device history record for sn#: (B)(6) was performed, from date of manufacture 03/04/2015 to present date 01/10/2021. And confirmed, that this device was not previously returned for servicing. Also, there were no production failures, indicated on the source device. A review of the complaint history record in the trackwise was performed, for the sn#: (B)(6). Which confirmed, no similar complaints with the same or related failure mode. Based on the findings, service determined, that the proximate cause of the reported issue was, due to electrical failure of the keypad delaminated (unresponsive buttons). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications. And released back to the customer.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.